Event description:
It was reported the nylon graphics cases are coated and are peeling and seem to be falling apart; in very poor condition. The surgery was performed intraoperatively. The procedure was completed with no harm to the patient. Report 3 of 3.

Manufacturer narrative:
The device was used for treatment not diagnosis. Unk lot number. Without the lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A manufacturing evaluation was completed: the unit was received with a condition noted as used. A review of the manufacturing techniques used on the subject tray has determined that the unit was manufactured / assembled at (B)(4). The nylon spray operation is currently performed by outside vendors. A jd edwards review has determined that all spray nylon services to date have been provided by pct inc. The nylon surface has delaminated along the inner edge areas as complained with no obvious signs of cause. This complaint is deemed valid from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for (B)(4).